Manufacturer narrative:
Neither the device nor films of applicable imaging studies were returned to the manufacturer for evaluation. Therefore, we are unable to determine the definitive cause of the reported event. If information is provided in the future, a supplemental report will be issued.

Event description:
Pre-operative diagnosis: hardware failure procedure performed: lateral corpectomy with vantage plate post op, screw separated from plate. Lock screw unlocked and the plate popped off. As a result of this event revision with new plate and lock screw was performed.